Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the ez-io driver was returned for evaluation. Quality performed a visual inspection of the returned driver and the internal plastic housing connected to the trigger was cracked and the wire connected to the trigger was detached. Therefore, no power was supplied when the trigger was activated. A battery test was performed and found sufficient voltage to perform insertions. A review of manufacturing records did not yield any relevant findings. Although the reported complaint was confirmed through evaluation of the returned device, a probable root cause could not be determined based on the condition of the sample and the information provided. No further action will be taken at this time. If new information becomes available, this investigation will be reopened and evaluated.

Event description:
It was reported that the ez-io driver failed to work on the scene. The pt was in cardiac arrest. The insertion site was the medial aspect of the proximal tibial tuberosity of the right leg. The driver worked a minute or two before the io attempt in which the driver failed. They waited for the second driver to arrive on the scene in another unit which was approximately 4-6 minutes. There was no pt injury and no medical/surgical intervention required. However, there was a delay in getting the io inserted and subsequently a delay in getting medications to the pt. The pt had a massive heart attack and was a non-compliant cardiac pt and expired. It was noted there were no lights on the ez-io driver.